Manufacturer narrative:
H4: the lot was manufactured between april 08, 2019 - april 09, 2019. H10: two (2) actual samples were received for evaluation. The first sample contained 222ml of fluid in the bladder and the second contained 223ml of fluid in the bladder. After the luer cap was removed on the first sample, no evidence of continuous flow was visually observed at the distal end of the flow restrictor. Additionally, force prime was performed; however, flow was not observed. After the luer cap was removed on the second sample, evidence of continuous flow was observed. A functional flow rate test was performed on the second sample and the flow rate was found to be within the product specification range. The reported condition was verified for sample 1; however, not verified for sample 2. The cause of the no flow in sample 1 was due to white drug precipitate blocking the fluid path inside the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors did not flow during priming. There was no patient involvement. No additional information is available.